Manufacturer narrative:
A ge service representative performed an on site investigation. The isolated interface pcb assembly and ethernet cable were evaluated and replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up while attempting to archive images repeatedly resulting in intermittent system functionality. No patient serious injury or death was reported related to this event.